Manufacturer narrative:
Results: the 3maxc was kinks approximately 27.0, 89.0, 159.0 and 163.5 cm from the hub. The device was stretched approximately 5 cm from 142.0 cm - 151.0 cm from the hub. The device was fractured approximately 151.0 cm from the hub. The total length of the 3maxc was approximately 165.0 cm. Conclusions: evaluation of the returned 3maxc confirmed a distal fracture with stretching on either side of the break. This indicates that the fracture was due to stretching. If the device is forcefully retracted against resistance, it may stretch and fracture. Further evaluation of the 3maxc revealed kinks. Based on the returned condition, these kinks were likely incidental to the complaint and may have occurred during packaging for device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jetd reperfusion catheter (jetd), neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed a pass using the jetd. Next, a 3maxc was inserted into the jetd and the physician advanced both the 3maxc and jetd through the neuron max and into the right ica. The physician then made another pass using the 3maxc and jetd. Subsequently, upon removing the 3maxc, the physician noticed the distal portion of the 3maxc had broken off in the distal right ica. The jetd was then removed and the physician used a penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra revascularization device to remove the broken distal portion of the 3maxc. The procedure was completed using a new 3maxc with the same jetd and neuron max. There was no report of an adverse effect to the patient.